Event description:
The surgeon implanted a collamer lens with model cc4204ef. The lens was damaged during implantation but the surgeon decided to leave the lens implanted. No pt injury. Md believes the damage was caused by the cartridge.